Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that their insulin pump had flashing display. The customer¿s blood glucose level was 89 mg/dl at the time of the incident. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the entire lcd display was white. The device was unable to display text whatsoever. Per visual examination there were multiple cracks in the circuitry located at the right side of the lcd controller and below the lcd screen itself. Unable to perform displacement, or self tests due to the cracked areas. The information provided in date of event with the initial report was incorrect. The correct information has been included with this report

Event description:
The information provided in date of event with the initial report was incorrect. The correct information was (B)(6) 2019.